Event description:
It was reported to boston scientific corporation that an issue was detected with a tandem xl ercp cannula when it was delivered to the facility. According to the complainant, when the device was received at the hospital, foreign matter that looked "like a fluff ball" was discovered in the packaging of the device. The foreign matter appeared to be located within the seal of the plastic bag containing the directions for use (dfu) and the product label. This device was not used for a procedure and there was no patient involvement. An image provided by the complainant was reviewed and showed the foreign matter to be black fibers.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an issue was detected with a tandem xl ercp cannula when it was delivered to the facility. According to the complainant, when the device was received at the hospital, foreign matter that looked "like a fluff ball" was discovered in the packaging of the device. The foreign matter appeared to be located within the seal of the plastic bag containing the directions for use (dfu) and the product label. This device was not used for a procedure and there was no patient involvement. An image provided by the complainant was reviewed and showed the foreign matter to be black fibers.

Manufacturer narrative:
Visual evaluation of the returned device found that the device was returned in he original unopened pouch. No foreign material was noted in the package or directions for use. No foreign material was noted in the device package or device, and no issues were noted with the returned device. Based on the finding that there was no foreign material within the sterile barrier, this is no longer considered a reportable event. The investigation was unable to confirm the report that foreign matter was present. A review and analysis of all available information failed to indicate a probable root cause or most probable root cause. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.